Event description:
Patient reported he changed the insulin cartridge and then the infusion device displayed an e7 (electronic error) message. Patient stated he changed the battery; no success. Patient stated there were no health concerns. On (B)(6) 2013 preliminary evaluation showed an e7002 in the history. Vibration alert is without function. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Conclusion - the complaint can be verified. Result main findings: e7002 were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. (B)(4).